Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no indication of a serious injury. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and electrode belt were functional and able to detect and treat. The monitor alarms functioned normally. Device manufacture date: monitor: (B)(6) 2012 - reuse; electrode belt: (B)(6) 2012 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll patient services rep reported that a (B)(6) year old male patient was treated while walking down the street. The patient claimed there were no alarms prior to the treatment. The patient was inappropriately treated at 11:04:46. ECG signal aberrations and sinus tachycardia contributed to the false detection. The response buttons were pressed intermittently but not immediately prior to the treatment. The patient ended use of the lifevest due to cognitive issues.